Event description:
It was reported that there was no telemetry and was not able to adjust the stimulation, intra-operatively, on the patient¿s implantable neurostimulator (ins). It was noted that the patient did feel the stimulation with normal responses. The patient programmer unit displayed a ¿call your doctor¿ icon with an error code message of 505 seen. The code was related to the ins being not fully programmer by the clinician programmer unit. Follow up information received on (B)(4) 2011 reported that everything with the case turned out fine. It was determined that the fluoroscopy machine was on and was interfering with the telemetry with the ins. It was noted that the ins was not used and another device implanted at the recommendation of the manufacturer¿s technical services at the time of the surgery. The patient was fine in recovery and was noted have been asleep during the event. No further device issues were noted. Follow up information received on (B)(4) 2011 confirmed that the patient was fine and that there had been no problems to report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID ne u_unknown_prog, product type programmer, physician. (B)(4).